Event description:
Report 2 of 2. Customer contacted tsc to report discrepant results on the vision for one patient when testing abo/rh with mts abd monoclonal and reverse card lot 051821037-03. Relevant information: issue started on: (B)(6) 2021, reported 13-sep-2021. Microtubes/wells or cell (donor #) affected: anti-d well. Reaction grade obtained: 2+. Customer was expecting: negative. Incubation time (for manual test only): na. Test repeated: yes. Method/result obtained by repeating: indeterminant and mixed field. Sample ID: (B)(6). Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run? Same day. Patient clinical history: historical blood type - a neg. Last transfusion at facility - 2019. (B)(6). Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Was the vial freshly opened? No. Other relevant information: na. Original testing produced 2+ anti-d reaction on vision. Repeat testing produced indeterminate anti-d reaction. Additional repeat testing for troubleshooting purposes produced mixed field reactions on second vision. Customer performed tube testing to confirm results, anti-d originally negative, weak d positive when carried out. Customer followed lab policy and reported blood type to physician as a neg as patient is beyond child bearing years and it matches historical blood type. Tsc discussed with customer the effect of a recent transfusion on results on the vision (from reference guide) and also weak d testing in gel (from the mts gel card IFU). Customer satisfied with discussion and is reporting for tracking only. Customer will perform full crossmatch on patient as per site sops should the need for transfusion arise. Customer will monitor and call back if any additional issues.

Manufacturer narrative:
Discrepant positive d antigen typing result for a patient sample. The root cause of the discrepant positive reaction in the d antigen typing obtained for the patient sample could not be determined, although it could not be excluded to be sample related, it is most likely that the patient has a partial dvi epitope variant of the d antigen which is not detected with this monoclonal reagent. Customer's tube typing with ahg resulted in a weak d positive result to further explaining the discrepant result. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. (B)(4).